Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 06/02/2016. Device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection at 40x microscope magnification showed a grainy residue likely to be dried salt buffer solution. Other red/brown residue was also observed. A small white sliver was seen in the centre of the lens, but it was not able to be removed (it appeared to be subsurface). Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when a surgeon removed an intraocular lens from the lens case, there was a white spot observed in the center of the optic. It could not be removed by rinsing with balanced salt solution. The surgeon did not use the lens. So, there was no patient contact or injury reported. No further information provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the lab for further analysis. The entire iol was washed with di (deionized) water. A particle found in the wash was collected and analysed using fourier transform infrared (ftir) spectroscopy. The results revealed that the particle was consistent with a protein based fiber such as silk, protein or wool. The particle evaluated is not associated to the manufacturing process. All pertinent information available to abbott medical optics has been submitted.